Event description:
Both the ra and rv leads migrated over a period of years and became dislodged. The pt had a large chest and the leads were seen to be dislodged when the pt was lying down. Despite this, the pt was still receiving therapy appropriately.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. Further analysis indicate that these damages were caused by overrotation. The damages occurred most likely during surgery. Apart from that multiple signs of wear were noted on the lead insulation. No insulation breaches were detected. No sign of a material or manufacturing problem was present.